Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Front panel indicators continued to light up. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the reported issue of the front panel lights remaining lit was confirmed. The cause of the malfunction was attributed to a faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had no image signal on the monitor and the all the button panel lights were on. The issue occurred during a diagnostic bronchoscopy procedure. There was no delay, and the procedure was completed with a similar device. There were no reports of patient harm.